Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and experienced overheating when charging. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.